Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had migrated causing extreme pain at the left upper extremity extending to the neck. The patient underwent a procedure wherein two new leads were added and that the patient was doing well postoperatively.